Event description:
It was reported that during case femur was sized originally with an 8 and ended up being downsized to a size 6 in the implant planning screen. Screenshots received confirmed that change was made in planning screen and no cuts were made before the downsize was implemented. No delay or injury was reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The screenshots received confirm that the femur was downsized in planning screen and no bone was removed prior to the downsizing; therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during case sized originally with an 8 femur. Since the size was too big, as it was being downsized, posterior cuts increased. Doctor didn't like taking too much posterior and it is unknown how doctor ended up finishing this case. No delay was reported.